Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the thread was detached from the needle during the procedure. Operating room time was not extended longer than 30 mins, there was no additional blood loss or tissue damage, nothing fell into the pt's cavity, and the pt's status is fine.